Event description:
It was reported that the patient implanted with this implantable pulse generator (ipg) system died due to cardiac decompensation. The patient was hospitalized due to other comorbidities (respiratory failure and mental confusion). The patient needed to undergo a MRI scan. The ipg was programmed to the MRI surescan mode and the patient was monitored during the entire scan. The scan was performed with no compilations. A few minutes following the MRI scan, the patient decompensated and died. During cardiopulmonary resuscitation, the patient was monitored and there were still conducted pacing spikes but no pulse (electromechanical dissociation). There is no direct allegation against the ipg and lead functionality. However, it was noted that it was unknown if any issues occurred to the ipg as a result of the scan. It was also reported that lead thresholds were normal prior to the MRI scan. A save to disk was not performed and no autopsy was performed. No additional details are known.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).